Event description:
Additional information was received that an invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that programmed outputs were increased and the patient planned to follow up with the implanting physician on an unknown date in the future.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and loss of capture (loc). An x-ray was performed and a potential lead dislodgement was observed. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.